Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure using capsure fixation device, the first fire was successful, second fire was blank (no fastener got fired) and during third fire, two rounds (fasteners) were fired. It was reported that loose fasteners were present and removed from the patient's body. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at third fire. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.